Event description:
A break in the retention dome during traction removal. The indwell time was 117 days.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.